Manufacturer narrative:
Product ID: 8780, lot# n419232007, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was not confirmed that the catheter was disconnected. The patient's medication was increased. The patient's withdrawal symptoms and clogged catheter were resolved. The infusion system was replaced and was sent to hospital pathology. The hcp had no indication of a problem with the system. "It was old" and the catheter "probably got clogged". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal and unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the week after (B)(6) the patient was going through withdrawals. The patient reportedly fell on (B)(6) and since then she had issues, with the withdrawals starting on either (B)(6) 2018 or (B)(6) 2018. The patient was taking oral medication, but it wasn't doing any good. The patient reportedly met with a nurse one week ago (relative to the date of report) and the pump was working fine. The healthcare provider (hcp) also reportedly went up on the dosage and provided the patient medication, but that was not helping either. The patient's symptoms would reportedly come back, and the patient was on oral medications until someone could troubleshoot the pump. No further complications were reported or anticipated.

Manufacturer narrative:
Other components include: product ID 8780, lot# n419232007, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-11. The patient reported that they met with their healthcare provider (hcp) and provided the contact information of their hcp. The patient reported that troubleshooting identified that the cause of the withdrawal symptoms. The cause was a clogged catheter going into the spine. It was also noted that there was a possibility that the catheter was disconnected at the spine. The patient made a number of customer service complaints. No further complications were reported.